Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 , e3 , e1 (event site email). A getinge field service engineer (fse) checked the system with demo balloon and trainer and found it was working okay. User have connected the same unit to patient and checked the same, found working okay. Unit was working okay as per the specification. No problem found with the device.

Event description:
It was reported by the customer that during routine check the cs300 intra-aortic balloon pump(iabp) had a autofill failure. There was no patient involved.

Manufacturer narrative:
Other contact person: (B)(6). Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.